Event description:
It was reported that the vns patient¿s device was found to be programmed to settings indicative of a faulted system diagnostic test. No patient adverse events were reported. Attempts for additional relevant information have been unsuccessful to date.